Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device would not fire and the green light never lit up. The surgeon used clips instead. There was no patient injury.